Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis and pt death occurred. The lesion being treated was located in the proximal right coronary artery (rca). The physician deployed a 3.00x20mm taxus express2 drug eluting stent. Kissing balloon technique was performed in the proximal rca and right ventricular branch using an unk 3.0x15mm and 2.0x15mm balloons, inflated to 10atm. The taxus stent was post dilated at 22atm. The procedure was completed. Medications: aspirin, panaldine, and sigmart. Six months post the deployment of the taxus stent, the pt was found in a 'sudden death' state. The cause of the death might be suspected late stent thrombosis. Additional info has been requested, but not provided.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The batch number of this complaint is unk. A ship history performed identified no potential batches sold to this customer. The most probable root cause classification is anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.